Manufacturer narrative:
The device involved in this event has not been returned for eval. A f/u report will be submitted when the device is returned and the eval is completed.

Event description:
Treatment of an avm. During injection, it was reported that onyx was not flowing as expected. Upon withdrawal of the catheter, a hole was observed at the side of the catheter. No pt injury reported.